Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they switched from program 1 to program 2 and when they tried to change the intensity it wouldn¿t do it. During troubleshooting it was determined that stimulation was off. Stimulation was turned down, and back on. The issue was reportedly resolved. Consumer also reported that the patient had recent emi exposure. They had cataract and glaucoma surgery so they turned their stimulator off for the procedure and thought they turned it back on. No further complications reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) does not apply to event any more. Changed from product problem to product problem and adverse events. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they switched from program 1 to program 2 and when they tried to change the intensity it wouldn t do it. During troubleshooting it was determined that stimulation was off. Stimulation was turned down, and back on. The issue was reportedly resolved. Consumer also reported that the patient had recent emi exposure. They had cataract and glaucoma surgery so they turned their stimulator off for the procedure and thought they turned it back on. No further complications reported/anticipated. Additional information was received from the patient as they reported the weight at the time of event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they reported the weight at the time of event